Event description:
Caller reported a cartridge alarm that occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, who had previously reported similar alarms, was informed by technical support that a replacement pump with updated software would be sent. The customer acknowledged understanding the instructions for returning the malfunctioning pump and utilizing a backup therapy to ensure continuous insulin delivery.